Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative how reported that the pump stalled with no recovery. There was no MRI. The diagnostics and troubleshooting performed was the pump was interrogated. The issue was not resolved at the time of the report. It was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur but was planned but had not been scheduled. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative on (B)(6) 2019 regarding a patient receiving bupivacaine (40mg/ml at 23.029mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that code 8476 was seen on the patient's personal therapy manager (ptm) when they tried to request a bolus, indicative of a motor stall. It was noted that the patient was complaining about their back hurting really bad. The patient felt as if something was crawling in their skin. The patient had not recently undergone magnetic resonance imaging (MRI) and it was unknown if the patient recently encountered a strong static magnet or another source of electromagnetic interference (emi). It was noted that it was going to be hard to get the patient to a doctor. It was reported that the pump was broken and they wanted the manufacturer to fix the pump as the patient was crying from pain. It was noted that the patient would be in pain for 5 days. The patient reportedly went to the emergency room (ER). No actions/interventions were taken to resolve the issue and no further diagnostics/troubleshooting were reported. There were no environmental, external, or patient factors that may have led or contributed to the issue, and the issue was unresolved a the time of report. No surgical intervention had occurred and it was unknown if intervention was planned. The patient's status was alive - no injury. No further complications were reported or anticipated.